Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer's mother stated that the pump showing she is bolusing but her sugars is not going down. The customer is experiencing symptoms of extreme thirst. The customer's mother will call back in later after speaking to her daughter healthcare provider. The customer's mother wants to call her doctor and monitor her blood glucose.